Manufacturer narrative:
Batch review performed on 12 january 2021: lot 157493: (B)(4) items manufactured and released on 11-apr-2016. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain caused by a loose stem, 4 years 4 months after the primary. The surgeon revised the medacta stem and head with another company's product and the medacta liner with a medacta liner. The surgery was completed successfully.